Manufacturer narrative:
Concomitant medical product: product ID: ddmb1d4 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that post a device changeout procedure the device alerted. The leads had high impedance and the alerts were turned off. The leads remain in use. No patient complications have been reported as a result of this event.